Event description:
A patient reported blood glucose result of "211 mg/dl" with lifescan meter and "160 mg/dl" on laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.